Event description:
Following a laparoscopic cholecystectomy procedure, the surgeon noted pink, rectangular area of skin near trocar port. Found pin point void in insulation near tip of cautery electrode/handpiece. We are not aware of the pt's burn requiring any specific treatment.

Manufacturer narrative:
Eval sumary: user facility returned the hook electrode that was involved in burn with a pt. Visual inspection of the hook electrode showed severely worn insulation at the distal tip. The worn insulation at the tip has occurred from use over approx one year. The insulation along the shaft was in good condition. We performed a leakage current test and the hook electrode was found to be within specification. Cause of event: routine inspection checks not performed. User facility stated that they were reviewing their procedure that might have allowed the hook electrode to get into their surgery theatre without inspection check.